Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received in good visual condition and without a reload present. In addition the cartridge pan was noted to be dislodged and partially attached to the channel of the device. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel.

Event description:
It was reported that during a thoracotomy/lobectomy procedure, on the fourth firing of the device, some of the staples did not fire. There was resistance during the firing. The vessel was clamped to avoid possible bleeding and it was over sewed. The case was successful and the patient did well. The procedure was delayed by 20 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.